Event description:
On (B)(6) 2013 it was reported that the patient doesn¿t think that her vns is working because she is not feeling stimulation and that her depression started worsening in (B)(6) 2013 and now she feels like it is the worst it has ever been. It was reported that the patient¿s physician told her that the battery needs to be replaced. A battery life calculation was performed which showed 0 years remaining until eri=yes. The patient was reported to have attempted suicide on (B)(6) 2013 unsuccessfully. Good faith attempts for further information from the physician were unsuccessful. Although surgery is likely, it has not occurred to date.